Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burned herself when used the heatwrap, her skin had small blisters and felt excessive heat and burning [burns second degree] , felt excessive heat [device issue] , . Case narrative:this is a spontaneous report from the pfizer-sponsored program "pch products promotion 2016/2017 promotors." A contactable consumer reported a female patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) (lot/batch number not reported) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported when she used the heatwrap she burned herself, her skin presented small blisters, she felt excessive heat, and she removed the wrap immediately when she felt uncomfortable, burning. After removing the heatwrap, the patient applied flurbiprofen (transact), which being cold, relieved the symptoms and burning. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken included application of flurbiprofen (transact). Clinical outcome of the burn blister was unknown. Product quality complaints reported the following investigation results: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (11oct2019): new information received from product quality complaints includes: investigation results. No follow-up attempts possible. No further information expected., comment: based on the information provided, the events of burn blisters and felt excessive heat as described in this case are serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burned herself when used the heatwrap, her skin had small blisters and felt excessive heat and burning [burns second degree], felt excessive heat [device issue], she felt uncomfortable, burning [discomfort], she felt uncomfortable, burning [burning sensation]. Case narrative: this is a spontaneous report from the pfizer-sponsored program "pch products promotion 2016/2017 promotors". A contactable consumer reported a female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) (lot/batch number not reported) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported when she used the heatwrap she burned herself, her skin presented small blisters, she felt excessive heat and she removed the wrap immediately when she felt uncomfortable, burning. After removing the heatwrap, the patient applied flurbiprofen (transact), which being cold, relieved the symptoms and burning. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken included application of flurbiprofen (transact). Clinical outcome of the events burning sensation and discomfort was resolving. Clinical outcome of the burn blister was unknown. No follow-up attempts possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the events of burn blisters and felt excessive heat as described in this case are serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events discomfort and burning are non-serious and assessed as associated with the use of the device. Comment: based on the information provided, the events of burn blisters and felt excessive heat as described in this case are serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events discomfort and burning are non-serious and assessed as associated with the use of the device.